Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to be out of calibration. The probable cause of the customer's reported unusual noise was a broken mechanism assembly. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer reported that the channel b makes an unusual noise. The device was returned to the biomedical department for an unspecified reason. No specific patient information, pump programming, or event details were available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted the touchscreen was out of calibration. No additional information was provided.